Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on acoustic lens, water tightness was lost. In addition to the finds reported, due to clogging of nozzle, water removal ability did not meet specification. Due to deformation of lock engagement lever knob, right/left knob couldn¿t be locked securely. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was not in specification due to the elongation of the angle wire. Adhesive on bending section cover was cracked. The bending section cover was dirty. The connecting tube and universal cord were scratched. Connecting tube was wrinkled. Acoustic lens was scratched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus field service engineer reported on behalf of the customer, the evis exera ii ultrasound gastrovideoscope was leaking near transducer. The field service engineer attended a call and verified the same leak. The event occurred during reprocessing. There was no report of patient harm associated with this event. During incoming inspection, it was determined the distal end had a crack. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cracked distal end could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿caution: after using the endoscope reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed, the endoscope¿s distal end damage may result. Chapter 7 cleaning, disinfection, and sterilization procedures: warning: all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. To prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted.¿ olympus will continue to monitor field performance for this device.